Event description:
A materials manager reported that the tip of a phaco handpiece broke off. The timing of the event and pt involvement is unclear. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. The phaco tip has not yet been received for eval. Three lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the company's acceptance criteria. A root cause has not been identified. (B)(4).